Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual process. It was stated that the customer was disconnected during prime. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirts out, followed by the error alarm. It was stated that the numbers did not appear on the screen, and the beeps could not be heard. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker.